Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump system was removed shortly after implant due to infection. It was later reported that the medication in the pump at the time of the event was not known, but that the patient did not receive baclofen. It was believed the location of the infection was at the pocket, which was thought to have been on the patient¿s left side. The patient was noted to be receiving effective therapy at the time of the report.